Event description:
Additional information became available that the out-of-range (oor) impedances of greater than 2000 ohms, as well as loss of capture (loc) were still prevalent on this lead at the device change out procedure, so the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedance measurements greater than 200 ohms, as well as loss of capture. The patient's device is close to elective replacement time (ert) so the physician is likely to wait until then to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.